Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to the el display. The el display was replaced to remedy the condition. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered up without display. Complainant indicated that there was no patient involvement in the reported malfunction.